Event description:
Customer reported to beckman coulter, inc. That a patient sample with known blast cells was run on the coulter lh 750 hematology analyzer (lh 750). Customer reported the instrument did not generate any flags for the patient sample. The result was released out of the laboratory. The following day the patient's physician questioned the result. Customer reported they then performed a manual smear. Customer reported they reran the sample on the lh 750 analyzer and all the appropriate flags were generated. The sample was also rerun on two other instruments for verification. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) completed a vip (verification inspection procedure) and collected raw data for analysis.